Manufacturer narrative:
No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm micl12.6 -16.0 diopter implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. Patient experienced halos and blurred vision. On (B)(6) 2022 the lens was explanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.